Event description:
It was reported that a malfunction occurred with the pump, specifically due to a momentary power loss to the vibrator motor. The impact on the customer's blood glucose level was unknown, as the caller declined to answer if their levels exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump because another reset attempt was not possible earlier due to a lack of charging supplies. After resetting the pump, the issue did not recur, and the customer was advised to continue using the pump while being instructed to call back should the malfunction code appear again.